Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no reports of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. No mfg parameters found out of spec. Original panasonic battery did not power on meter. Replaced with fresh battery. Did not observe battery icon or booklet icon while strip was inserted. However, oum was selectable and was received at mg/dl. The 0204, 0300, 0800, and 0806 errors were observed in the error log indicating battery drop. Customers and retailers have been informed through the fa16may2006 letter.